Manufacturer narrative:
This initial MDR is the only report being submitted for this MFR report. (B)(4). Concomitant medical products: guiding catheter (9fr optimo, tokai medical product), microcatheter (marksman, medtronic), thrombectomy device (penumbra, (B)(4)), trevo (stryker). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a revive se (frs21452299/s10933) was used during a thrombectomy procedure and within 24 hours post procedure, the patient experienced a hemorrhagic stroke. On (B)(6) 2017, at 5:00 pm, the patient developed acute stage cerebral infarction at the distal portion of the internal carotid artery system, right intracranial internal carotid artery occlusion (m1d). The patient was hospitalized at 5:35 pm. Prior to the procedure, aspects-dwi: 4 points, nihss: 12 points, and tici: 2a points. The vessel was moderately tortuous and there was no stenosis proximally from the occlusion site. The vessel diameter and length of occluded site were unknown. T-pa (0.6 mg/kg) was administered but it was not recanalized, therefore the revive se was used at 7:07 pm. The puncture was made at 7:43 pm. A guiding catheter (9fr optimo, tokai medical product) was inserted at 7:50 pm and a microcatheter (marksman, medtronic) was inserted at 7:58 pm. The revive se was deployed twice at the occlusion site and tici: 2a points was obtained at 8:48 pm. Another thrombectomy device (penumbra, (B)(4)) was deployed twice at 8:48 pm. At 9:19 pm, a trevo (stryker) and the penumbra were deployed once, but there were no changes; tici: 2a points. The procedure was completed and the guiding system was removed at 9:23 pm. Immediately following the procedure, asymptomatic intracranial hemorrhage (ph1) developed in the occluded blood vessel area. Treatment was not performed due to minor bleeding. No exacerbation of bleeding was observed. Craniotomy was performed at a later date to increase edema due to ischemia. It seemed difficult to judge for pentadiene following the procedure, therefore nihss was not performed. On (B)(6) 2017 mrs: 5 points. There was a high degree disability post craniotomy. Evaluation was difficult and nihss was not performed. Additionally, aspects-CT/aspects-dwi was not performed after decompression craniotomy. Reportedly, the patient was a (B)(6) male who did not have a history of cerebral infarction but has had complication of cardiovascular disease and was under treatment for atrial fibrillation, prior to development mrs: 0 points.

Manufacturer narrative:
Device ineffective and hemorrhage are known potential adverse events associated with the use of the revive se device and are listed in the IFU as hemorrhage and continued occlusion of the target site. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that the underlying disease state of cerebral thrombosis and thrombus conformation may have contributed to the reported events. There is no current safety signal identified related to the reported event(s) based on review of complaint history for the device. No further actions are required at this time.